Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the system was would not boot up. There was no service provided from the philips as device was at end of support status. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.